Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient's weight at the time of the event was (B)(6).

Manufacturer narrative:
Other applicable components are: product ID 8709 serial# (B)(4) implanted: (B)(6) 2001 explanted: (B)(6) 2017 product type catheter h3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen (concentration and dose unknown) via an implanted pump for cerebral palsy and intractable spasticity. On (B)(6) 2017, the patient presented in the clinic with signs of withdrawal and side port aspiration was unsuccessful. The decision was made to replace both the pump and catheter. The pump was being replaced because of the elective replacement indicator (eri) and was in ¿range of replacement anyway¿. The reason for catheter removal was questionable break, tear, or hole, but it was also reported the reason was ¿unknown¿. It was noted a rotor and dye study were not performed. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis identified damage to the pump connector which was consistent with explant damage. The catheter was found to be patent. No leaks were identified. Correction: (B)(4) is not applicable to this event. Eval code - conclusion code is being updated for this event. Eval code - result code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.